Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the stimulator did not work when they put it in, it didn't work for him and they had to have a catheter and it's been turned off for a long time. Caller said they just received a new programmer from sunmed because the patient (pt) needs an MRI and they were calling to try to use it for the first time. Worked with caller to try to use the equipment to synch with the implant and caller reported seeing: different device detected reposition over the correct device retry or cancel. Caller confirmed they were using the interstim x mytherapy app and pt did not have any other devices in their right or left upper buttock area, but confirmed pt also has a cardiac pacemaker in a different location. Caller repositioned several times but continued to see: different device detected. Conferenced on mobility who confirmed the handset was correct and conferenced on tech support to try to resolve but the issue was not resolved through troubleshooting. Pt was redirected to their doctor to resolve the issue. Caller said their hcp was no longer there and pt is now working with another urologist.